Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) is a participant in a clinical study for intractable migraine headache. It was reported, surgical intervention was undertaken on (B)(6) 2014 to revise the patient's ipg due to the device's migration. The reported issue was said to have caused pain and numbness for the patient but was resolved following the surgical procedure.